Manufacturer narrative:
(B)(4). Medical devices: item# 110024464 g7 dual mobility liner 44mm f lot# 635970, item# ep-200150 act artic e1 hip brg 28x44mm lot# 515540, item# 110010265 g7 osseoti multihole 54mm f lot# 3965781. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03326 ; 0001825034 - 2018 - 03325 ; 0001825034 - 2018 - 03324.

Event description:
It was reported patient underwent right hip revision. Approximately 1 month post-revision, patient went to emergency room due to pain.